Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (connector issue) was not conformed. In addition to foreign material in device, service found the air/water flow was out of specification, and the bending angle was out of specification due to wear of the angulation wire. Service also found issues with the switch buttons, the distal end, the adhesive on the bending section cover, and the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a connector issue. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the endoscope. This report is being submitted for the malfunction found during evaluation (foreign material in device). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide additional information received, and to provide additional device evaluation results. During inspection and testing of the returned device, a fibrous and white material, which seemed to come from a patient's body, was found to be clogging the nozzle. The foreign material could not be removed from the nozzle. Neither air nor water at the output of the endoscope was observed due to the clogged nozzle. In addition, service found the adhesive of the bending section cover (a-rubber) was separated and worn-out. The distal end cover cap was worn. The connecting tube was snaky. The rubber cover on switch button #1 exhibited wear and tear. The angulations were out of specification. The insulation resistance value was out of specification.

Event description:
Correction to information provided in the initial report: the customer reported there was a flow problem identified during the endoscope disinfection cycle during reprocessing of the subject device. The automatic endoscope reprocessor (aer) exhibited an error, indicating there was a blockage in the air connection to the light guide connector. This occurred with two aers. The customer did not report that the subject device exhibited a connector issue, as was previously reported in the initial medwatch report. There was no impact to a patient or a procedure due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. A white fibrous material was found clogged in the air water (a/w) nozzle but the specific material could not be identified. It was noted that the nozzle was not deformed or damaged and the user conducted reprocessing and handling in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.